Event description:
Pt called lfs and alleged that the meter was prompting an error 5 message repeatedly. The pt did not alleged any harm or injury. They visited the physician for advice and was told to call lfs for a new meter. The physician gave no treatment. The issue was not resolved with troubleshooting. A new meter and test strips are being sent to the pt. No further info has been reported.